Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (d&c and hysterectomy(full),salpingectomy(bilateral)). Essure (ess205) was removed. At the time of the report, the pelvic pain, back pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the menorrhagia and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 (previously reported) and (B)(6) 2007. Plaintiff received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), dyspareunia (painful sexual intercourse), vaginal infection. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), dyspareunia (painful sexual intercourse), vaginal infection and plaintiff did not undergo confirmation test. Outcome for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were resolved. Essure removal details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) left / / migration of device, left endometrium'), embedded device ('sectioning of the cornua show embedded metallic coils consistent with essure'), pelvic pain ('pelvic pain ') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included blood pressure high, anxiety, menometrorrhagia, dysfunctional uterine bleeding and vaginitis bacterial. Concomitant products included fluoxetine, hydrochlorothiazide, ibuprofen and medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal infection ("vaginal infection") and was found to have neoplasm ("tumor") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (d&c and hysterectomy(full),bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, vaginal infection, neoplasm and uterine leiomyoma outcome was unknown and the pelvic pain, menorrhagia, back pain, abdominal pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, neoplasm, pelvic pain, uterine leiomyoma, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 (previously reported) and (B)(6) 2007. Plaintiff received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), dyspareunia (painful sexual intercourse), vaginal infection dates of live birth: (B)(6) 1989, (B)(6) 1992, (B)(6) 1993, (B)(6) 2002, (B)(6) 2007(discrepancy noted between last live birth and reported essure insertion date) concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, menorrhagia, vaginal bleeding most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet and medical records received : reporters information and patient details added. Removal date added. Events added- vaginal haemorrhage, uterine perforation, neoplasm, uterine leiomyoma. Event "essure micro-insert embedded" added from mr. Severity of abdominal pain and back pain updated. Concomitant conditions added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.